Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturing representative (rep) . It was reported that the patient's device was in overdischarge. Patient stated she has been having troubles charging since a motor vehicle accident in march. Patient reason for not charging was noncompliance (which contradicts the stamen regarding mva accident). Rep tried to read battery and perform multiple antenna locate options with no success. Rep tried a physician manual reset. First was unsuccessful and sent patient home attempting second time. The issue was not resolved at the time of this report. Rep planning to meet the patient to try again a second failed attempt when she can get time off work. No surgical intervention occurred or planned. Patient is alive with no injury.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient felt stimulation this morning, but do not feel stimulation at the time of the report. The patient turned their stimulation to 0.0 volts with their programmer this morning but it did not turn off. At the time of the report the rep could not establish communication between the ins and the patient programmer, recharger, or physician programmer. The physician programmer would not communicate with the device prior to the patient having an unrelated MRI. The patient moved away from the emi source but the issue was not resolved. The rep used a different physician programmer but that would not communicate either. The rep stated that the ins would be replaced. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.